Event description:
It was reported that the patient experienced a perforation and tamponade. The right ventricular (rv) lead had high thresholds as a result of the likely perforation. The lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. It was also noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage. (B)(4).